Event description:
Reportedly, during device interrogation by dr salerno, she saw that in the statistics from april 4 there are vt episodes but these episodes are not available in aida, reactualized on august 7. The doctor would like to understand the reinitialisation of the memories.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted that loss of telemetry occurred on (B)(6) 2023 during the reset of the recorded data leading to partial reset of the recorded data. On (B)(6) 2023 at 13h51: - request for the reset of the recorded data - reset of the diagnostic section (aida) - inductive telemetry error - the statistics couldn¿t be reset no general malfunction is suspected on the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during device interrogation by dr salerno, she saw that in the statistics from april 4 there are vt episodes but these episodes are not available in aida, reactualized on august 7. The doctor would like to understand the reinitialisation of the memories.